Manufacturer narrative:
E1: reporting institution phone#(B)(6). E1: reporter phone#(B)(6). A philips bench repair technician (brt) evaluated the device and confirmed that there was a speaker issue. The brt replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating there was an intermittent speaker error. It is unknown if the device was in use at time of event, and there was no adverse event reported.